Event description:
The customer contacted physio-control to report that their device will not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined the cause of the issue was battery life that was shorter than expected. The device was replaced under warranty and the returned device was archived by stryker.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.